Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Agilent field service engineer reported the event of "teach 10 failure during pm". The field service engineer replaced the aspiration and dispensed check valve which resolved this malfunction. There were no staining issues found during testing, but it was not possible to confirm whether the customer had any staining issues before the preventive maintenance. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.